Event description:
It was reported that this pacemaker patient experienced a pressure on the left side of their chest, shortness of breath, and syncopal episodes. It was noted the patient has experienced issues with their blood pressure. The cause of the syncopal episodes is unknown at this time. The patient planned to follow-up with their physician. This pacemaker remains in service. No additional adverse patient effects were reported.